Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient experienced an elevated blood glucose level of 450 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.